Manufacturer narrative:
Reported lot number - 191216010.

Event description:
It was reported that 58 minutes into a pulmonary embolism (pe) case, an iddc thermocouples turned off alarm occurred. The nurse informed that the alarm was cleared. There were no bent pins, fluid ingress or cross connections noted. The nurse called back later with the same alarm. Troubleshooting and rebooting the control unit cleared the alarm. The nurse called a third time with the same alarm. The nurse turned off the ultrasound and continued the infusions as per doctor's orders. The patient outcome was reported as stable. There were no patient sequelae reported.